Event description:
It was reported that bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no.: 309572 batch no.: 8300796. It was reported the contents leaked out of the barrel past the stopper. Per email: (lot 8300796 five instances between the two hospitals they didn¿t break it down further) per 1213809-2019-00387 - 1 petnet detroit & houston. Customer complaint received from two hospitals regarding a loose plunger which caused leaking of contents. Specifically, one instance with lot# 8300798 (expiry 10/31/2023) where the plunger pulled out of the cylinder too easily and the syringe contents were lost. There were also multiple instances with this lot where the needle caps were noticeably looser than prior lots (the caps stayed attached, but no noticeable click when closing). Five instances with lot# 8300796 (expiry 09/30/2023) where the liquid was escaping the barrel through the plunger seal."

Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. Two photos displayed 100-count labels from batch #8300798 and batch #8300796 (p/n 309752). One photo displayed a syringe of unknown volume inside a metal device with clear liquid droplets on the plunger rod. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in the photos received.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no.: 309572, batch no.: 8300796. It was reported the contents leaked out of the barrel past the stopper. Per email: (lot 8300796 ¿ five instances between the two hospitals ¿ they didn¿t break it down further). Per (B)(4). Petnet (B)(6). Customer complaint received from two hospitals regarding a loose plunger which caused leaking of contents. Specifically, one instance with lot# 8300798 (expiry 10/31/2023) where the plunger pulled out of the cylinder too easily and the syringe contents were lost. There were also multiple instances with this lot where the needle caps were noticeably looser than prior lots (the caps stayed attached, but no noticeable click when closing). Five instances with lot# 8300796 (expiry 09/30/2023) where the liquid wasescaping the barrel through the plunger seal."